Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted an unspecified call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed a call service alarm on the reported event date of (B)(4) 2014. The time and date were accurately set at the start of investigation. The pump was able to successfully complete a priming sequence and be exercised for 24 hours with no alarms. The pump cover was opened and evidence of moisture corrosion was found on the pump motor flex and the printed circuit board.